Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported the unit turned on and off by itself. There was no patient involvement. The manufacturer's field service engineer advised the customer to replace the user interface board. The customer replaced the user interface board and the issue was resolved.